Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal surgery, the clamp did not dissected and sectioned after coagulation. No injury. No permanent damage. There was no excessive bleeding. There was no increased surgical time. There was no increased hospitalization.